Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system reported observing heart rates of 32 beats per minute on the cardiac monitor. Technical services (ts) was consulted and further in clinic review was recommended. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the cause of the low heart rate in the monitor was due to premature ventricular contractions (pvc) that affected the pacing rate. Programming enhancements were performed to reduce the time between pvc detection and pacing. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system reported observing heart rates of 32 beats per minute on the cardiac monitor. Technical services (ts) was consulted and further in clinic review was recommended. No additional adverse patient effects were reported. This device remains in service.